Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of induration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling, undesirable effects. The patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: indurations or nodules at the injection area.

Event description:
Healthcare professional reported 2 months and 10 days after injection with juvederm voluma in an unspecified location the patient developed induration at the cheekbones. Patient was treated with antibiotics and corticosteroids. Symptoms are ongoing.